Event description:
This complaint is being opened related to a lawsuit, case no. (B)(4). The lawsuit reports that the patient experienced pain, unnatural curvature, protrusion of the implant from the penis, and a painful revision surgery.

Manufacturer narrative:
On (B)(6) 2017, the patient presented to the office for the insertion of the implant, correction of tight suspensory ligament, and correction of retractile penis. He also had a cosmetic correction of the scrotum with custom made testicular prosthesis. The patient returned on (B)(6) where it was noted the implant was well positioned. On (B)(6), the patient returned due to mild to moderate pain. On (B)(6) 2017, the patient had a suture removed and was cleared for sexual activity. On (B)(6) 2017, the patient returned with an ingrown hair on the incision line that was removed. On (B)(6) 2019, the patient returned dissatisfied with the appearance of his penis due to suture dehiscence and flaring, but still desired penile enhancement with a replacement. It was noted within the patient's medical records that in this surgery, they were to also removed scar tissue. The patient returned on (B)(6) for regular post-op follow ups. The patient had the jp drain removed and it was noted he tolerated it well. Before undergoing the procedure, patients will have to go through a screening process followed by pre-operative counseling, and that all of the possible benefits, risks, complications, and alternatives, including no surgery, will be discussed in advance of the surgery. As part of the informed consent process, the patient signed off on various risks and complications one-by-one. The relevant ones are- "moderate to severe scar tissue formation, fibrosis and/or possible detachment of sutures" and "continuous bending of the penis, instability and/or wrinkling, bending, and/or kinking of penis and/or implant in erect and flaccid states." Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k)-process, scar formation and penile curvature are an anticipated adverse events and suture detachment is listed as an anticipated device deficiency. Dissatisfaction with cosmetic results is an anticipated side effect of that is disclosed in advance. This anticipated side effect is included in the clinical evaluation that was submitted as part of the 510(k) process, within the instructions for use, and a part of the informed consent process. An article was published in january of 2022 titled, update on the penuma: an FDA-cleared penile implant for aesthetic enhancement of the flaccid penis. One hundred patients provided responses to the interview. Of those 100 patients, 10 patients had their implant removed for various reasons. Dorsal curvature and shortening were not a reason listed for removal. The article also follows twelve patients who got a penuma removed for cosmetic reasons and follows their recovery. After removal, the patients noted penile retraction immediately after the removal procedure, but all patients reported a return to pre-operative flaccid length and girth following the rehab program. There were no cases of post-operative curvature. There are no claims of curvature noted within the patient's medical records. The root cause of this investigation is known inherent risk of the device. As the device was not explanted and unable to be investigated, historical data analysis, trend analysis, and the patient's medical records were used to investigate this complaint.